Event description:
It was reported that the left ventricular lead had high threshold. Performance data subsequent to the high threshold observation noted the threshold was within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.